Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the she was not sure if the insulin pump was able to alarm no delivery. The customer did not provide their blood glucose value at the time of the incident. Assisted with performing the high-pressure test, the test results failed napkin dry no alarm. The high-pressure was repeated and failed napkin dry no alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.